Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00458, 0001822565-2020-00459, 0001822565-2020-00460, and 0001822565-2020-00461. Concomitant medical products: persona keeled tibial tray with 30mm stem extension catalog#: ni lot#: ni, unknown ultracongruent 13mm vitamin e infused tibial insert catalog#: ni lot#: ni, unknown 32mm vitamin e patella catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient reported severe pain, swelling, difficulty with activities of daily life, valgus, and unsteadiness. Patient states she cannot straighten her leg or return to normal activity despite home exercises and cpm therapy. Patient also reports that approximately one week after surgery, she was treated with IV antibiotics for cellulitis in her knee. Patient plans to follow up for potential revision surgery, but no revision has occurred to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous reports submitted on feb 6, 2020 and jun 10, 2020 were submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 3007963827-2023-00161.